Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: the event occurred between january 22, 2025 - january 30, 2025. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) ¿ fourteen (14) small volume intermates underinfused during infusion. The expected therapy time was 60 minutes, but the pumps took about 80 minutes to completely infuse. The devices contained ganciclovir 300mg in sodium chloride 0.9%. The peripherally inserted central catheter (PICC) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between may 2, 2024 ¿ may 3, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.